Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. The medical records allege that a g2 filter was implanted prior to gastric bypass surgery. One month post implantation, an unsuccessful retrieval attempt was allegedly performed. The filter was reportedly tilted, with two limbs abnormally positioned. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. It is possible that the filter became tilted during gastric bypass surgery. A tilted filter could lead to retrieval difficulties. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/precautions: movement, migration or tilt of the filter are known complications of vena cava filters. The safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed, per medical records: patient with diagnosis of former dvt¿s and morbid obesity opted for elective gastric bypass. A g-2 ivc filter was implanted due to history of dvt and retrieval of the filter one month post bariatric surgery was planned. The gastric bypass was performed on (B)(6) 2008. On (B)(6) 2008, patient returned for filter removal. Guided fluoroscopy demonstrated anterior filter tilt with the apex against the ivc wall. Despite multiple devices and attempts made, the tilted filter could not be captured or retrieved. No additional attempts were made to retrieve the vena cava filter. The ivc venogram demonstrated tilting of the filter with 2 limbs abnormally positioned. Due to the extended fluoro time, the procedure was aborted and the device was not removed. Hemostasis was confirmed and the patient was discharged. The patient tolerated procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for history of dvt and pending gastric bypass surgery. Approximately one month post filter deployment a scheduled filter retrieval attempt was made; guided fluoroscopy demonstrated the filter was tilted anteriorly against the ivc wall. Despite multiple devices and attempts made, the tilted filter could not be captured or retrieved. No additional attempts were made to retrieve the vena cava filter. There was no reported patient injury.